Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient went to their doctor and they couldn¿t hear the device. They were going back to where they had the device implanted to see if they could resolve the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a procedure done yesterday; it was described as nuclear medicine being inserted, then pictures of their heart were taken, and it involved a stress test. It was noted that today, the patient was feeling around their stomach and thought the device felt spread out. It was reported that it ¿normally feels like a caterpillar¿ and now it felt different. The patient was redirected to follow up with their healthcare provider (hcp). No symptoms were reported. No further complications were reported/anticipated.